Event description:
It was reported an external fluid leak was observed originating from the header of a polyflux 140h set after the completion of prime prior to patient connection. No alarm had triggered on the non-baxter machine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed and showed the product wet without blood contact. Leak testing was performed and a leak was observed. The reported condition was verified. The cause of the leak was due to a crack in the welding seam. The cause of the crack could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.